Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple devices; medical device type: fpa. Common device name: intravascular administration set. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® push button blood collection set had an "incorrect label".